Manufacturer narrative:
Patient identifier: additional information. Event: additional information and correction. Model #, serial #, expiration date, catalog #, lot #, other #, and UDI #: correction.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient experienced low speed advisories while connected to power module via grounded cable. Patient was placed on battery power/ ungrounded cable. Old patient cable was discarded. No more alarms were reported. Patient is stable. No further information was provided.

Manufacturer narrative:
Investigation conclusion: although the evaluation of the submitted log file confirmed low speed operation events and low voltage advisory alarms, a specific cause for these events could not be conclusively determined. The 14 v power module patient cable, lot number unknown, was not returned for evaluation. The submitted system controller log file captured the fixed speed set at 8200 rpm; however, transient low speed operation events were observed throughout the data, associated with the pump speed decreasing to values as low as 7520 rpm, below the low speed limit of 8000 rpm. These low speed events did not result in any alarms. In addition, voltage values lower than the expected 14 v were observed throughout the data while the system controller was connected to the power module. These low voltage values resulted in transient low voltage advisory alarms throughout the duration of the log file. A direct correlation between the low voltage events and the low speed events could not be conclusively established through this evaluation. The account communicated that the patient was experiencing low speed advisory alarms while connected to the power module via a grounded patient cable. The patient was placed on battery power and an ungrounded patient cable for the time being. It was later reported that the patient was given a new patient cable. The patient was stable with no further issues or alarms. The lot number of the old patient cable was not known. It was noted that the old patient cable was discarded and would not be returned. The patient remains ongoing and no further issues have been reported at this time. The heartmate ii lvas IFU states that the external components should undergo routine and periodic inspections, cleaning, and maintenance. The heartmate ii lvas patient handbook contains instructions to inspect all cables for signs of damage daily. This patient handbook also cautions the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device year and 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Event details: attached, please find waveforms for a patient who has been experiencing ¿low speed advisory alarms¿ while connected to power module via grounded cable. We have placed him on battery power/ungrounded cable for the time being. Actions performed: below is a summary of the heart mate log file for your review. The log file shows the supply voltages are low throughout the file. These low supply voltages maybe the cause of the speed drops. The recommendation is to place the patient on a brand new grounded patient cable and continue to monitor. There is also 1 emergency backup battery fault on (B)(6) 2018, which self-corrected no action needed at this time. Patient ID (B)(6), controller sw 7.29, date range (B)(6) 2018 22:30 and (B)(6) 2018 16:08, fixed speed 8200, low speed limit 8000, actual speed avg 8155, power max 8.9, power min 4.1, power avg 5.0, flow max 11.5, flow min 4.5, flow avg 6.3, pi max 10.8, pi min 2.5, pi avg 5.8, pi event total 142. Event history summary: driveline disconnected 0, low speed advisory 0, low speed hazard 0, power cable alarm active 63, yellow wrench advisory 1, low battery advisory 30, low battery hazard 0, low flow hazard 0, no external power 0, backup battery fault alarm 2, driveline fault 0, low speed operation 6, driveline alarm silenced 0, power save mode 0, motor stopped 0, replace controller 0, data logger 0, pi event detect 142, motor stopped command received 0, black power cable disconnect 29, white power cable disconnect 28, ebb in use 0, lion battery connected 33, power module connected 207, alarm description: hazard. Alarm status: audible & visual, was a pump explanted?: no, was a pump exchanged?: no, patient re-admitted?: no, patient returned to or?: no.